Event description:
It was reported that the pt was apparently explanted in 2006, due to an extrusion of the device. This explantation took place without any prior information/request for support being received by med-el UK ltd. The extrusion was thought to be connected with the pt's health state- advanced liver disease. The explantation was discovered only by routine request of pt list update for med-el UK maintenance/support plan. The clinic was asked in april 2006 to make every attempt to retrieve and return the device, it at all possible. However, it was reported that the device was sent with theatre waste for disposal- presumably incineration. Therefore, there is no likelihood that it can be retrieved. The clinician reports that due to the pt's poor health state, re-implantation is not being considered.